Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump. Following the reset, the malfunction did not reoccur, allowing the customer to continue using the pump. The customer was advised to contact support if the malfunction code recurs, and they acknowledged this guidance.